Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with non-union of l3-l4 and l4-l5. The patient underwent the following procedures: segmental pedicular screw instrumentation of l3, l4 and l5. Posterolateral spinal fusion of l3-l4 and l4-l5 using cancellous allograft. Bone marrow aspirate which was aspirated from right iliac crest and a small package. As per-op notes, ¿the bone marrow was mixed with cancellous allograft using a small package of rhbmp-2 making it into small pieces, then the bone marrow with bone graft was impacted inside the collagen, impacted between the transverse process of l3-l4 and l4-l5 and the rest of bone graft placed bilaterally and also on top of the facet joint.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.